Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor displayed code 204. Upon evaluation, the belt receptacle was loose in the j1001 connector on the computer / analog board. The cause of the code 204 is the loose receptacle. The root cause of the loose connection is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for investigation into an unrelated issue, a reportable problem was found. The monitor failed incoming testing.